Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the camera head was not recognized and the endoscopic image disappeared due to the broken video cable. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus france (ofr). The inspection of the subject device by ofr confirmed followings; the reported phenomenon was duplicated. There was a defect in the video cable. There was a sign of wear and tear of the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from ofr there was the possibility that the reported phenomenon was attributed to the partial disconnection of the cable or contact failure caused by wear and tear of the video connector due to user handling.